Manufacturer narrative:
Concomitant product : 6947-65 lead, implanted: (B)(6) 2002. Product event summary : the device was returned and analyzed; analysis was inconclusive. The device met 59% of expected longevity. Analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. The battery was then removed and sent for further testing. Based on the destructive analysis results, no internal short occurred in the battery. There was some localized li discharge along the edges, but no li severing was detected. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. No internal battery issues were detected to account for the premature battery depletion. In summary, analysis was inconclusive.

Event description:
The device was returned to the manufacturer after being explanted due to battery depletion, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.